Event description:
On (B)(6) 2018, the reporter (nurse) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio flex meter was displaying an error 4 message. The complaint was classified based on customer service representative (csr) documentation, as the patient was unable to be contacted by telephone. The reporter stated that the meter issue began, a couple of weeks prior to her contacting lfs. She reported that the patient manages her diabetes with a combination of diabetes medication, which includes ¿metformin and glipizide¿, and made no changes to her normal diabetes management regimen, in response to the issue. The reporter stated that on the same day the meter issue began, the patient developed symptoms of ¿hypoglycemia¿, which was treated with ¿food and drink¿. It is not known who provided the treatment. During troubleshooting, the csr noted that this was not the first time the product was in use and the csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the correct testing steps were being followed, and that when a retest was walked through the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that may have been a serious injury adverse event, while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.